Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's one lead had migrated. The issue was confirmed via x-rays. The other lead, while still functional, was not providing adequate coverage. As such, the patient underwent surgical intervention where both the leads were replaced and therapy restored effectively.